Event description:
It was reported that the user experienced a hypoglycemic event at 39 mg/dl and connected to the ilet pump, as captured in a monthly survey with an awareness date of 08-dec-2025. Customer care provided support that included multiple unsuccessful follow up with the user. Investigation of this case revealed the cause was unclear, and no device malfunction or component issue was identified. No symptoms associated with low blood glucose reported. Outcomes included transient health impact consistent with a low glucose event without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.